Event description:
It was reported that during a revision procedure for the right ventricular (rv) lead, the right atrial (ra) lead was tested on the pacing system analyzer (psa), and the impedances measured 280 ohms to 300 ohms. The physician decided to surgically abandoned and replace the ra lead. No additional adverse patient effects were reported.